Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the catheter instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of lodged component to be related to the customer reported complaint. The catheter was found to have a lodged metal piece at the distal tip opening. Visual inspection was performed and found no damage to the sensor connector and tool channel. The catheter was shaken, and no signs of water intrusion observed. Fibers were inspected using the exfo scope and fibers appeared to be smooth and no signs of damage. No available logs for review. The catheter was transferred to engineering for further investigation. The catheter was reviewed by an isi advanced failure engineering team. An obstruction was observed at the distal tip of the device. The object was unable to be pushed out of the distal tip using a zibrascope and was unable to be pulled out of the distal tip using tweezers. The object was observed to be non-rigid and would bend when pressed on. A cylindrical metal rod was used to push the object proximally inside the catheter shaft. The object was pushed out of the proximal end of the tool channel using the metal rod. The object was measured to be approximately 5.23 mm in length and appeared to have 4 flat sides with rounded edges, with 1 of the 4 sides folded in on itself. Object appeared to be part number 962335-03 (aid,extrusion,proximal,peek,black) left in the device from manufacturing. The root cause of peek key lodged in the distal tip is attributed to manufacturing. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of an ion endobronchial lung biopsy procedure, the catheter instrument distal tip had a metal blocking. The diagnostic procedure was completed with no reported injury.